Event description:
A (B)(6) male pt's sister contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the rear response button was defective. The cause for the inability to activate the device is the defective response button switching mechanism. The root cause for the defective response button switching mechanism cannot be positively identified. No adverse event resulted from the defective response button connector. The pt received a replacement monitor.